Event description:
The lay reporter contacted lfs alleging inaccurate low readings on the patient's one touch ultra 2 meter. Patient was comparing meter readings to feelings/normal readings. A medical surveillance specialist (mss) sent was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The reporter mentioned that the alleged low readings began on (B)(6) 2011 at 7:00 am. The patient had obtained a 72, 56, and 60mg/dl and less than 30 minutes later tested on another meter and obtained a 127 mg/dl. Due to the alleged low readings on the meter the patient decreased their dosage of oral medication. On (B)(6) 2011, the patient developed symptoms of blurred vision and feeling lightheaded. It is unclear what the patient's blood glucose readings were at the time of symptoms. It was noted that the patient did not seek any medical attention or contact their physician for assistance due to the symptoms. The test strips was not expired and was in good condition. The technique of applying blood on the test strip was correct. The test strip vial was not cracked or broken. A quality control test was not done since the patient does not have any control solution. No further clinical information was provided. Products were replaced and requested back for investigation. The products came back and meter and test strips both passed testing. The complaint is being reported since the reporter alleged that due to the low readings the patient had received on their meter they later developed symptoms suggestive of a serious injury based on lfs definition.

Manufacturer narrative:
The meter and test strips were returned and both meter and test strips were tested and they both passed testing. (510) k # k053529.